Event description:
It was reported the patient started experiencing problems eight months after explant. It was noted one of the wires detached. It was reported the patient had five revision surgeries to get the right stimulation, but was never successful due to scar tissue. It was noted the patient went septic after one revision and spent a week in a coma. It was reported the second revision included a laminectomy. It was noted the patient¿s stimulator had been removed, but the leads remained in place. It was reported removing the leads would cause more damage since they were encased in scar tissue.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).